Event description:
It was reported that a device was replaced. The reporter stated that prior to the replacement the device was turned off during (B)(6) 2013 because the patient had the flu. It was reported that after the patient felt better stimulation was turned back on and ¿it was a miracle¿ because the patient was in severe pain before the device implant. It was reported that during the device replacement the new device was placed closer to the skin and the new device ¿felt better than the old implant.¿ additional information received reported that the patient¿s stimulator went dead prior to replacement and no one knew it for 2 months. The stimulator was "flip-flopping around." Additional information received reported that the patient had a loss of therapeutic and the pain was tapering prior to the replacement. The patient also fell while taking the garbage outside. Both of these issues occurred around (B)(6) 2013. The patient also noted that their implantable neurostimulator (ins) had slid down to their stomach. The patient¿s doctor had been trying to ¿flip¿ their device and it seemed to indicate that the device needed to be restarted from over discharge.

Event description:
Additional information received reported the patient was able to recharge better since the implantable neurostimulator (ins) was moved from her stomach to her back on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4)implanted: (B)(6) 2009, product type: extension. Product ID: 3777-45, serial#(B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).